Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had intermittent green screen. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated fields: b4,d9(return to mfg date),g3,g6,h2,h6(type of investigation,investigation findings,investigation conclusions), h11. A getinge field service engineer(fse) evaluated the unit and identified an intermittent green top screen display and error 63. The video generator board and the display top lcd assembly were replaced. The touchscreen was calibrated, and a full functional check and electrical safety testing were performed. All tests passed successfully. The failure analysis and testing department received the video generator,top lcd display with a reported unit failure of intermittent top green screen. The fat dept. Performed a visual inspection of all components received and confirmed that no physical damage or abnormalities were observed. The failure analysis and testing dept. Installed parts video generator and top lcd display in the cardiosave test fixture and tested jointly and separately to factory specifications. The functional testing was performed for approximately three (3) hours. During this evaluation, the fat dept. Was unable to reproduce the reported failure. Retaining the parts video generator and top lcd display.

Event description:
N/a.